Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h3 device evaluated by manufacturer, h6 investigation conclusions and investigation findings. Added new information to d9 date returned to manufacturer and h.6 device code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Kink noted on proximal strain relief likely due to packaging. Liner fully expanded as designed. Radial tip tear along distal liner edge; hdpe stretching along radial tear; scratches along distal sheath shaft; soft tip damage. All score lines present. During evaluation, engineering gently used forceps and a tiny piece of stretched material at the tear was separated. Imagery was provided from the site and revealed the following: patient's right access vessel had presence of tortuosity, calcification, and undersized vessel regions. The patient reportedly had ''severe'' calcification and ''moderate'' tortuosity in the access vessel. The required minimum luminal diameter for use of 14f esheath+ is greater than or equal to 5.5 mm. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaints were confirmed per evaluation of the returned device. Available information suggests that variability in tip expansion and/or patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as ''moderate'' tortuosity and ''severe'' calcification were reported. Additionally, patient factors were confirmed via 3mensio imagery. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Undersized vessels (e.g. Due to anatomical variation) can impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Applying force against the torn tip can cause segments of the torn tip to separate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach. There was difficulty getting the valve to exit the tip of the sheath in the abdominal aorta. The sheath was manipulated at the access site and the valve was pushed with a little more force to advance the valve into the aorta for valve alignment. The case went as planned without issue. After the valve was deployed it was noticed that the sheath had a split at the tip. The sheath was removed at the end of the case, and it was partially broken off at the end but still attached. There was no complication with the patient. Per medical opinion, the perceived root cause is calcium.